Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed "defib fault 80" and "defib fault 109" while unit was charging at 30 joules. Complainant indicated that there was no patient involvement in the reported malfunction.